Event description:
It was reported that a solution administration set had a hole and leaked. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date of event/concomitant medical products:: event date: this event occurred during the unspecified date and month of 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured on november 11, 2021 and november 12, 2021. H10: the device was received for evaluation. During evaluation a small hole was observed in the wall of the tube set. A tightness and flow test were performed which revealed a leak coming from a hole in the tube wall. The reported condition was verified. The cause of the condition was due to an issue with the set getting stuck as it was moving through the conveyor equipment in the manufacturing area during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.